Manufacturer narrative:
The actual device was not returned. Photographic images were taken and sent to us. An evaluation as done on the event description and previous investigations. Results: the photographic images were not of high enough quality to use in our assessment. According to our representative who visited the complainant, the evaqua tube was torn approximately 10 inches from the wye piece, near the tubing entrance of the isolette. Conclusions: the damage to the evaqua tube was most likely due to the tube being moved while being caught on the tubing entrance of the isolette. The hospital has been notified of the importance of handling this device with care. We will be following up with an in-service package to reiterate the care and handling instructions. Our instructions for use have the following statements: attention: use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Warning: do not crush or pinch the expiratory limb. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approximately 0.023% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.

Event description:
Hospital reported that the expiratory limb of the rt235 infant evaqua breathing circuit was perforated. Apparently this occurred while the circuit was in use on a patient. The ventilator alarms allegedly indicated low volumes, and the respiratory therapist changed the breathing circuit. No patient injury was reported.